Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects inside the plastic distal end cover. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, there were foreign objects inside the c-cover. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that on (B)(6) 2024, during reprocessing, the colonovideoscope tested positive for 3 colony forming units (cfus) of enterobacter hormaechei, 2 cfus of enterococcus faecium, and 4 cfus of streptococcus mitis oralis. The device was retested on (B)(6) 2024 and was positive for 1 cfu of enterobacter hormaechei. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.